Event description:
It was reported that a female patient, who had a right knee implanted in (B)(6) 2017, was scheduled for a revision procedure which was subsequently cancelled due to the patient had a chest infection. Reason for the revision is unknown. No x-rays were provided. No further information. This is 1 of 2 reports.

Manufacturer narrative:
D10: 02-010-04-0230 - logic cr femoral por, left, sz 3: (B)(6). 02-010-04-0330 - logic cr femoral por, right, sz 3: (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6). 02-012-48-3009 - logic cr tib insert slope+, sz 3, 9mm: (B)(6). 02-012-48-3009 - logic cr tib insert slope+, sz 3, 9mm: (B)(6). 200-02-35 - three peg patella 35mm: (B)(6). 200-02-35 - three peg patella 35mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.